Event description:
Same event as MFR's report # 6000089-2007-00041. It was reported that following deployment of two liberte monorail stents, the pt died. The pt was admitted to the emergency room with an acute anterior wall mi. It was further determined that the occluded artery was the proximal anterior descending coronary artery. The circumflex coronary artery was occluded and microcirculation was observed. The right coronary artery was occluded. The posterior descending coronary artery was vascularized by collateral vessels of the left anterior descending coronary artery. Another MFR's stent was deployed, however ,the guide catheter (MFR unk) became caught by the stent; the guide catheter was cut and a portion remained in the pt's body. Eight hours later, the pt was returned to the cath lab to deploy two liberte monorail stents to secure the loose ends of the guide not caught by that stent. The two stents, 3.0 x 16mm liberte monorail distally, and 3.5 x 12mm proximal were deployed without reported incident. Following this procedure, pt status was reported as serious. The pt died one week following this procedure. The cause of death is unk. Add'l info regarding this procedure or pt is not available.

Manufacturer narrative:
The stent remained in the pt and the delivery device was disposed; therefore, no direct product analysis will be available.